Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was vomiting. It was indicated by the md that the cause of the event was pump related. The programming and histories were accurate. In addition, the reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed testing.